Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 4 for the same event. It was reported from (B)(6) that during an ear, nose, and throat (ent) surgical procedure it was observed that the burr devices were not burring effectively. It was reported that there was no delay in the procedure as an identical spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The external features of the device were visually inspected. The device was measured to ensure the proper tolerances. Upon inspection, it was determined that the device met all of the dimensional tolerances. It was further determined that there was no evidence of damage to the packaging. A functional assessment was performed and the device passed all manufacturing specifications. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.